Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00680 to provide additional information based on the evaluation of the device. Lot # was corrected. Device manufacturer date was identified and filled. The subject device had been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on june 2, 2017. The ptfe pad of the subject device was worn and partially peeled. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc has not finished the investigation yet. The exact cause could not be conclusively determined at this time. This report will be supplemented as soon as the investigation is completed.

Event description:
During a laparoscopic colectomy, the subject device was used. Within 30 minutes of use, the ptfe pad of the subject device was partially peeled. The procedure was completed with a similar device. There was no patient injury reported.